Event description:
It was reported that "on (B)(6) 2026, the extension line was found leaking during used on the patient." There were no reports of patient injury, harm, or adverse health consequences associated with the event. The patient's condition was reported as fine. No medical intervention was necessary, and the procedure was completed after switching to an another device.

Manufacturer narrative:
(B)(4).